Event description:
It was reported that the device displayed a channel error code 351.6660. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technicians stated issue of channel error 351-6660 was confirmed. On 04-dec-2024, syringe device was received unboxed and with paperwork. The unit failed the plunger force accuracy during check-in testing confirming the stated problem. The nylon screw was not installed correctly causing the unit to alarm error code 351.6660, the screw was properly installed, and all check-in testing passed successfully. The nylon screw was not properly installed. Workmanship at bd manufacturing. Device to be returned to (B)(6) for processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd (B)(6). Failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed a channel error code 351.6660. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.